Event description:
The customer reported that in the picu, a puddle of fluid was noted below the IV pole. The IV lines were assessed, and the insulin line was noted to be leaking onto the floor. The leak was coming from a connection site just above the upper fitment. The insulin was infusing into a peripheral IV. The tubing was changed, and glucose was checked as a nursing measure. Per the customer, there was no patient injury. The customer states they have 2 sets of the same material number to return. The quantity of 2 was not clarified.

Manufacturer narrative:
Correction on follow-up(1): the customer¿s report of a leak coming from a connection site just above the upper fitment was confirmed. Two sets were returned; this investigation pertains to manufacture report number of the file for set #1.

Event description:
The customer reported that in the picu, a puddle of fluid was noted below the IV pole. The IV lines were assessed, and the insulin line was noted to be leaking onto the floor. The leak was coming from a connection site just above the upper fitment. The insulin was infusing into a peripheral IV. The tubing was changed, and glucose was checked as a nursing measure. Per the customer, there was no patient injury. The customer states they have 2 sets of the same material number to return. The quantity of 2 was not clarified.

Manufacturer narrative:
The customer¿s report of a leak coming from a connection site just above the upper fitment was confirmed. Two sets were returned; this investigation pertains to set #1. Pr: (B)(4) captured set #2. Visual inspection of the set noted observed a v-shaped cut/tear on the pvc tubing in the area directly above the upper fitment component on one set. No other obvious damages or issues were observed on the rest of the components. Functional and pressure testing confirmed leaking in the same location.. The root cause of the leak was due to a cut/tear on the tubing. The root cause of the cut could not be identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the picu, a puddle of fluid was noted below the IV pole. The IV lines were assessed, and the insulin line was noted to be leaking onto the floor. The leak was coming from a connection site just above the upper fitment. The insulin was infusing into a peripheral IV. The tubing was changed, and glucose was checked as a nursing measure. Per the customer, there was no patient injury. The customer states they have 2 sets of the same material number to return. The quantity of 2 was not clarified.